Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of b30 error was not confirmed. The device evaluation found broken push buttons and water inside the video connectors, loose sockets, and no video when the scope was moved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported to olympus, the video system center displayed error code b30 scope communication error. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error and the image not being displayed if the scope was moved could not be identified. However, it¿s likely the cause is related to a faulty locking mechanism of the scope connector. Olympus will continue to monitor field performance for this device.